Manufacturer narrative:
Exact date unknown, event occurred over time.

Event description:
It was reported that the patient had to charge the ipg frequently over time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.